Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right ventricular (rv) lead incurred damage in the shocking electrode and packaging. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead incurred damage in the shocking electrode and packaging. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned. Analysis showed that the connector tool returned was on the lead which was noted to be seated properly with the fixation knob engaged. In addition, the bent stylet returned was inserted in the lead. The deformed conductor coils were on the distal shocking coil which appeared to have been pinched. Visual inspection revealed no abnormalities other than induced damage. Laboratory analysis confirmed the allegation of lead damage while the damaged packaging could not be confirmed as the packaging was not received in the laboratory.